Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "one of the clinic¿s patient has experienced seroma, one breast is larger than the other" , ""pain, swelling and change in prosthesis position", the device remains implanted.

Event description:
Patient representative later reported an ultrasound detected ¿great volume of peri-implant liquid.¿ biopsy revealed ¿seroma had lymphoid cells¿ and immunocytochemical test showed ¿cells positive for cd30 and alk¿in rare t cells.¿ a bacterioscopic test of breast secretion found ¿presence of rare and isolated gram-positive cocci.¿ cytology analysis of seroma concluded ¿presence of lymphoid cellularity aspect.¿ following explant, the capsule was sent for biopsy which was ¿positive for cd30 but negative for alk¿ and ¿lymphocytes cd30 were confirmed having nuclear atypia in the capsule¿ confirming alcl. It is unknown if patient¿s symptoms have resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, g3, h6, h7, h9. Date of diagnosis- (B)(6) 2019. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additionally, healthcare professional reported, via imaging tests, an "evidenced bia-alcl sings", "breast prosthesis capsule with focal atypical lymphoid infiltrate in fibrous wall", right implant with undulated contour, capsular contracture (baker grade unknown), sparse cysts. The device has been explanted.